Event description:
It was reported that a minicap was found to have less iodine than expected. The event occurred upon opening of the over-pouch, prior to use of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 7 of 10.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. A batch review will be completed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number 13g04h15 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was returned to baxter and the evaluation is complete. A visual inspection was performed and the formed section of the package was noted to have excessive creasing. It was noted at the air inside the pouch was evacuated. The sample was noted to have iodine present and the sample was weighed to determine the amount of available iodine present. The sample was determined to have less than the minimum requirement. It was noted that pin holes were present in the foil layers of the pouch material but the hole did not pierce through the other layers of material. The reported problem was confirmed through a sample evaluation but the cause could not be determined. A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.